Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that the scc screen went black and would not restart. The customer reported a burning smell coming from the architect analyzer. There was no visible fire or smoke observed. The customer found that the scc power supply has a burn mark on it. There was no impact to patient management, user safety, or facility damage reported.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the account and identified a "burn mark" on the scc f+ power supply. The power supply was replaced to return the analyzer to normal function. A review of the architect, serial number (B)(4), service history found no contributing factor on or around the date of the event. There were no subsequent reports of smoke/burn of the scc f+ power supply after the part was replaced. A review of labeling found the architect system operations manual provides information regarding electrical hazards, and electrical safety for the architect systems. The I system service and support manual provides instructions for replacing the scc f+ power supply. The 2018 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The sparks from the scc f+ power supply (rohs) was limited to the power supply only and did not spread to other components. A review of similar complaints found no additional complaints and no trends were identified for the scc-f+ power supply (rohs) (part number 7-206072-01j-117). A review of alinity I / architect i2000sr complaints found no trends with regard to the current complaint issue. Based on the investigation no product deficiency was identified for either the architect (B)(4) or the scc-f+ power supply (rohs) (part number 7-206072-01j-117).